Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel, and xience prime long length everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid circumflex artery with moderate tortuosity and 90% stenosis, pre-dilatation was performed with an unspecified 1.5x15 mm balloon catheter. A 2.5x38 mm rx xience prime stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, no force was applied and the stent was deployed at the target lesion; however, a distal edge dissection occurred. Another xience prime stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.